Event description:
A customer reported that their pump screen was dark and would not turn on, even after following initial troubleshooting steps provided by customer technical support, such as confirming the pump was unplugged and pressing the center button. There was no adverse impact to the customer¿s blood glucose level. Although the pump initially did not display when unplugged, by using known working charging supplies and holding the screen button down while unplugged, the customer was able to resolve the issue, allowing the screen to turn off and on without trouble. No further action was required. Customer continued to use the pump for insulin therapy.